Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were present when the plunger was removed¿ and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. These observations confirm a posterior cuff miss and posterior foot separation occurred. In this case, it is likely that a needle deflection occurred during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract resulted in a cuff miss. The deflected needle likely struck the foot plate resulting in the foot separation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, pre-placement of the first proglide device was successful. When attempting to place the second proglide, no sutures were present when the plunger was removed [suture retrieval issue] and the distal portion of the foot separated and migrated to the posterior tibial artery. No occlusion was reported. The portion of the foot could not be retrieved out of the anatomy. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 20f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Due to the complications with the second proglide device, medication [double anti-platelet aggregation] and additional hospitalization for follow-up of the clinical evolution [presentation of the patient] was required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.